Event description:
The customer called to report a motor error alarm on the insulin pump. Troubleshooting was performed and the insulin pump failed the displacement test. The customer was advised to discontinue using the insulin pump and to revert to a back up plan of manual injections. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.